Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event, however noted a vent inop occurrence in the ventilator diagnostic log history due to an exhalation autozero failure. The service technician replaced the sensor pcb board as a precaution. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.